Event description:
After using 8 bandages from the box for a small finger laceration, the child discovered two bandages in the box that had been sealed with scotch tape as opposed to the normal sealed, sterile packaging. It is also noted that the outer box doesn't have any sort of tamper-proof seal. Family consulted pediatrician. No treatment required. MFR and distributor were informed and package was returned to MFR for testing.